Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the sales rep's truespan meniscal repair peek 12 degree shaft broke into two pieces while the second implant was being implanted. The sales rep stated the device broke while the surgeon was torquing the device and did not provide enough pressure. The device did not create any fragments. The surgeon removed the first and second implant. The case was completed with another like-device with no patient harm, but a five minute delay to remove the implants. The device is being returned for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. It was reported that the device broke while torquing and there was not enough pressure, other than that no further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A non-conformance search was performed for this part (228151), lot (l789906) combination and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).